Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked due to a bent cannula. Customer's blood glucose was 448 mg/dl at the time of incident. Troubleshooting found that the customer was able to change the set and this resolved the alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. No further details given.